Event description:
It was reported that a hematoma occurred. A watchman truseal access system (was) was used during a left atrial appendage (laa) closure procedure. The patient developed a large hematoma and possibly a retroperitoneal bleed. A CT was performed and confirmed the hematoma. They had to reintubate because the patient could not tolerate the femstop or sedation.